Manufacturer narrative:
The device was returned with damage to the outer housing. A beep test was conducted in order to simulate the audible sound of the alarm, however, no alarm could be heard and signs of physical damage were found to the piezo. Data download initially failed, however, once device was connected to an external power source, was successful. The data download returned an 0x14 alarm code, which indicates an occlusion occurred. Investigation results found further damage to the reservoir. Due to reservoir damage, the ratchet gear was unable to be turned and thus, resulted in a failure of fluid being delivered via fluid path. Hazard alarms are safety features and not considered malfunctions, however, it is unclear when said damage occurred, or if it contributed to the occlusion alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that, while wearing the pod, a received an occlusion alarm during a bolus delivery. Blood glucose reached and blood glucose levels reached 377 mg/dl, however, no indication of damage or any other deficiencies with device were reported.